Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On unreported date(s), the patient was treated with clindamycin tablets 300mg (previously captured as 300gm) three times per day (route and duration not reported) for the peritonitis event. On an unreported date, the patient was recovered from the peritonitis event (previously reported as recovering). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with clindamycin tablet (300 gm, three times a day, route of administration was not reported) and dressing twice a day with hypotonic solution (details unspecified) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was recovering from the peritonitis event (previously unknown). Should additional relevant information become available, a follow-up will be submitted.